Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing resulting in arrhythmia. Programming changes were made. The patient's condition is unknown.